Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that the sample upon repeat testing was acceptable. A siemens personnel was dispatched to the customer site and collected the instrument files. This is considered as an isolated event. The system was performing within manufacturing specifications when the siemens personnel left the customer site. A siemens headquarter support center specialist reviewed the instrument data and stated that there was no indication of reagent level sense issues or mechanical issues at the time of the discordant results. The instrument data for the discordant result showed that the sample level encoder value was approximately 1000 encoder tics higher than the next sample level encoder value from the same sample tube. The difference in the sample level encoder value between the remaining sample aspirations of the same test from the same sample tube was approximately 150 encoder tics. The potential cause of the sample level sense issue was bubbles within the sample. The customer was reminded to check for the bubbles prior to sample processing. There were no issues with any other patients. The cause of the falsely low troponin I result is unknown. The system is performing according to manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant falsely low troponin I result was obtained on an immulite 2000 xpi instrument. The initial result was reported to the physician(s). The customer repeated the same sample, four replicates, on the same instrument and the results were higher than the initial result. The corrected results were reported to the physician(s) .